Event description:
Blood culture drawn & delivered to the hospital laboratory within 30 minutes. The bottle flagged positive 2 hours. Customer concerned that the bottle was contaminated. Lab sciencists identified the organism as diphtheroid. A patient was admitted and probably treated based on the results. Customer did not notice any cracks in the bottle & it did not appear damaged or dirty.